Manufacturer narrative:
(B)(4). Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had cracks around the battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.